Event description:
It was reported to boston scientific corporation that an optiflo injection needle was being tested by a nurse. According to the complainant, when the nurse tested the device, she could not retract the needle. The device was not intended to be used in a procedure. Therefore, there was no patient involvement.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle was being tested by a nurse. According to the complainant, when the nurse tested the device, she could not retract the needle. The device was not intended to be used in a procedure. Therefore, there was no patient involvement.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The reported defect was not able to be confirmed. No issues were found during a visual inspection. Once the needle was extended, the needle was able to be advanced and retracted, which allowed the device to work properly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.